Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. Three devices were available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was applied on over indicated tissue. Visual inspection noted the instrument's adapter was broken due to rough handling or excessive manipulation. The most likely cause could not be established from the information available. The issue of the deformed anvil clamping mechanism may occur in any of the following circumstances: first, firing over tissue that is beyond the recommended thickness range. Second, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The issue of the broken adapter may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lung wedge resection, while stapling the wedge, the handle made a crack sound when firing. Another device was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that the anvil clamping mechanism was deformed and that the reload adapter was broken.